Manufacturer narrative:
The device was received in normal working conditions with battery voltage above eri. Analysis performed, indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an initial insertable cardiac monitor (icm) implant. Upon interrogation initiation of the icm for implant, an unexpected error message appeared. The icm was replaced. The patient was stable.